Event description:
The customer called and asked for assistance in how to change the basal rates. It was stated that the customer was hospitalized for dka. The customer has been back on the pump for the last two days. It was stated that they are working on the pump training while they were in the hosptial. The customer stated that their infusion set was not in their body the day of the admission. It was indicated that they are being trained on pump therapy with a pump trainer. The customer mentioned that they feel pump is working properly.